Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that a leakage propofol was observed from the stopcock. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of leaking was confirmed. Visual inspection observed hair line cracks to the female luer of the three-way stopcock; leakage was identified from the crack during pressure testing. The root cause was of the leaking was a crack in the female luer of the three-way stopcock. The cause of the crack is unknown.